Event description:
Journal reference: gaynor-krupnick, d. Et al. "Evaluation and management of malfunctioning sacral neuromodulator." Adult urology. 2006;67(2): 246-249. The article describes a retrospective chart review of 82 patients. The article lists information suggesting a patient being treated with sacral nerve stimulation for a voiding dysfunction required experienced pain and an infection at the pulse generator implant site. The device was replaced. No additional information concerning specific patient symptoms or outcome was provided.

Manufacturer narrative:
This report is being filed.